Manufacturer narrative:
It was reported that the mesh appeared to have been "melted" and that there was bowel adherent to the eptfe side of the mesh. The mesh was returned and evaluated. Returned were what appeared to be a composix kugel mesh and a bard flat mesh in a medicon sterile pouch along with a certificate of sterility. The eptfe side of the composix kugel patch did not appear to have melted as was alleged. However, the patch did appear to have an irregular shape. It was noted that the recoil ring of the composix kugel was not damaged when it was encountered during the procedure. It was, however, but when it was explanted. Based on the sample returned, we are unable to conclusively determined what caused the patch to become irregular in shape. There appeared to be some tissue attachment/ingrowth to the mesh side of the composix kugel patch, however there did not appear to be any tissue attachment to the eptfe side of the composix kugel patch. The pt is reported to have developed adhesions and recurrence, which are both listed as potential adverse reactions in the product's instructions for use. Additionally, no lot number has been provided, so a manufacturing review could not be performed. Based on the information reported and the sample returned for evaluation, it is unk whether the device may have caused or contributed to the alleged event.

Event description:
Based on information reported to davol: ni/ni/1997 -- bard flat mesh was placed on the medial of the abdomen between the rectus abdominis muscle and the peritoneum for abdominal incisional hernia subsequent to the operation of sigmoid cancer. On (B)(6) 2006 -- bard composix kugel hernia patch was placed on the lower abdomen to treat the recurrence of abdominal incisional hernia. The patch was fixed form the inside of the peritoneum. Adhesion of the flat mesh and the bowel was not observed at that time. On (B)(6) 2011 -- the pt visited the hospital due to pain and redness around the lower abdomen. (B)(6) 2011 -- an open abdominal surgery was performed. The eptfe sheet of the kugel hernia patch seemed to be melted and intestinal tract was strongly adhered to the melted eptfe sheet. The flat mesh and the composix kugel were removed from the pt's body. The recoil ring of the kugel hernia patch was not damaged. However, the recoil ring was cut during the hernia patch removal procedure. Other than the recurrent hernia, the pt recovered well and was discharged.